Event description:
The patient underwent a lead revision. Prior to surgery it was found that the ins was overdischarged. The patient had not charge his device since implant due to it never giving him relief. There was no time before surgery to do a physician restart on the ins. The physician decided to replace the ins as well during the lead revision to minimize risk to the patient. The ins was not going to be returned to the device manufacturer. The patient was receiving good therapy.

Manufacturer narrative:
Lead: model 3778-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012. Lead: model ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012. Extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012. Extension: model 3708140, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012. (B)(4).